Event description:
It was reported that the patient required hospitalization for hypoglycemia on (B)(6) 2026. According to information received from a physician at (B)(6) hospital (adults department), the patient changed the pod on (B)(6) 2026 due to hyperglycemia. Following the pod change, the patient's blood glucose levels reportedly declined, resulting in severe hypoglycemia that required medical intervention and hospitalization. No blood glucose values, symptoms, diagnosis, treatment details, or duration of hospitalization were provided. Additional information has been requested; however, no further details have been provided to date.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.